Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Additional information: b5 correction: d4, h3 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 26aug2024 stating the procedure was completed by using a new unspecified product.

Manufacturer narrative:
Investigation evaluation: description of event: as reported, prior to an unknown procedure, the basket of the ngage nitinol stone extractor would not open and close. The procedure was completed by using a new unspecified product. The issue with the device was found prior to patient contact. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as interview personnel of the device, were conducted during the investigation. The ngage nitinol stone extractor was not returned. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) identified one other event reported that may have been related to the complaint issue. A review of complaints with the same lot number shows no other complaints. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. No other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, did not provide any information related to the reported issue. A picture of the complaint device was provided, but the picture showed no device damage or other indications that could have helped determine the cause of the issue. Due to no device being returned cook is not able to perform a device failure analysis. There are multiple possible causes for the reported issue of the basket not opening and closing properly. Without the device available for investigation, the nature and cause of the issue could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). E3: occupation = territory manager. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to an unknown procedure, the basket of the ngage nitinol stone extractor would not open and close. The issue with the device was found prior to patient contact. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Additional information has been requested but is unavailable at this time.